Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While on a pt, the mean airway pressure (map) dropped 5 to 6 cmh20 and it could not be reset. The pt was not compromised.